Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen and in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed that the balloon had a longitudinal tear from the proximal to distal end of the balloon.

Event description:
Reportable based on device analysis completed on 05 nov 2019. A 2.00mm x 20mm maverick balloon catheter was used in a procedure with no reported issue. However, returned device analysis revealed longitudinal balloon tear.